Manufacturer narrative:
Titanium hexed uniscrew (uniht) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There were noticeable nicks and gouges around the cuff and the hex. Therefore, based on the evaluation, the device malfunction had occurred and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change "no" to "yes." Evaluation codes. Additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier unknown/ not provided. Device lot number unknown.

Event description:
It was reported that the screw (uniht) fractured. It was also reported that the fractured screw was removed and replaced with another screw.